Event description:
The customer reported via phone call indicating that they had a high blood glucose but not hospitablized. Customer's blood glucose was 583 mg/dl. Ater the troubleshooting was done, custoemr was advised that the insulin pump is working as designed. The customer insisted on a replacement of the device. Customer was advised that we would replaced the device and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr (gold). Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with debris under window display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.